Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2006. It was reported that the pt was not using her scs system since she no longer had pain. She stated that she lost a lot of weight, and the ipg was causing her pian at the pocket site. The physician explanted the ipg on (B)(6) 2011. No further pt complications were reported. The explanted ipg was kept by the facility; therefore, it will not be returned to the MFR.